Manufacturer narrative:
The lead is expected to be returned. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during routine patient follow up, the implantable cardioverter defibrillator (ICD) recorded ventricular tachycardia (vt) episodes with inappropriate anti-tachycardia pacing (atp) and ventricular fibrillation (vf) without therapy due to noise. The device was deactivated in the interim as a right ventricular (rv) lead fracture was suspected. A low, out-of-range pacing impedance measurement was then detected through the remote monitoring system. The lead was explanted and a lead fracture in the clavicle first rib was confirmed visually. No additional adverse patient effects were reported. The device remains in service.